Event description:
It was reported that the patient experienced pain and infection at the implantable pulse generator, ipg site. The patient was bed-ridden and experienced decubiti at the back and buttocks. The physician assessed that the infection was not device related, rather it was caused by positioning problems of the patient. The patient underwent a wound revision and explant of the ipg, and the patient has full recovered.

Manufacturer narrative:
Correction to initial MDR in box d6a. That field was blank on initial report but should have displayed implant date. The returned ipg was analyzed and passed all tests performed.

Event description:
It was reported that the patient experienced pain and infection at the implantable pulse generator, ipg site. The patient was bed-ridden and experienced decubiti at the back and buttocks. The physician assessed that the infection was not device related, rather it was caused by positioning problems of the patient. The patient underwent a wound revision and explant of the ipg, and the patient has fully recovered.